Event description:
Per the clinic, the patient was treated with oral antibiotics, clindamycin, (duration not reported) due to pain at implant site. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 28, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics and steroids (specific date and duration not reported). The implanted device remains. This report is submitted on december 01, 2022.